Manufacturer narrative:
As reported, sorbafix enhanced had resistance when firing and was unable to secure mesh to tissue. Evaluation of sample returned confirms the reported event. During simulated use testing the device was found to have some resistance and failed to fixate the mesh. Based on the sample evaluation a definitive root cause as to why the device did not fixate could not be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair, sorbafix fixation device was used the device had resistance while firing and unable to secure mesh to the soft tissue. It was reported that the fasteners which were not fixated were removed from the patient. Another sorbafix fixation device was used to finish the case and there was no reported patient injury.